Event description:
During a carotid stenting procedure, blood flow was slowed prior to post dilatation of the stent, and flow stopped after post dilatation. The filter basket was suctioned, and captured into the capture sheath. After the angioguard was removed, an occlusion of two branches of the middle cerebral artery was noted by angiography, and medication was given to treat the pt. The pt developed slight paralysis on left hand, but remained fully conscious. The pt is male, age unk. The target lesion was the right carotid artery. Approach was made from right femoral artery. There was mild calcification and vessel tortuosity. A 95% stenosis was present. A britetip guiding catheter was delivered to right common carotid artery, then angioguard distal protection device crossed the lesion and the filter was deployed. The lesion was pre-dilated with a savvy balloon and a precise stent was placed. The physician noted that blood flow was slowed before post-dilatation, and flow stopped after post dilatation with a submaline, st. Jude medical, 5mmx30mm balloon. The filter basket was suctioned, and removed from the pt. A large amount of plaque was found in the filter after removal. After the angioguard was removed, an occlusion of two branches of middle cerebral artery (mca) was noted by angiography. The pt was administered slovastan (argatroban) and ozagrel hydrochloride by IV, and the occlusion of the mca had recovered after an hour. The pt developed slight paralysis on left hand, but remained fully conscious. The pt remained in stable condition with residual effects. But is recovering.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2008-01239 and 1016427-2008-00137.